Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair shocks got stuck, and one side up and other side down, resulting in the forks and hardware to bend. There was no injury reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although five different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).